Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator was on a patient "circuit occlusion" error appeared again and continuously reported on the screen. Patient was removed from the ventilator and replacing the breathing apparatus. But when reconnecting on the patient the error persists. As of this time there is no information about patient harm associated with this reported event.